Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg would not communicate with external devices due to possible ipg migration resulted from a fall. The x-rays revealed no anomalies. Patient was receiving therapy. Surgical intervention was undertaken wherein the ipg was explanted and replaced. This addressed the issue. Exact explant date is unknown.

Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as the device exhibited normal battery depletion and no malfunction was identified.

Manufacturer narrative:
The reported event, of not being able to communicate with the ins was confirmed. As received, the ins was unable to connect to the lab cp, due to a depleted battery. When the ins was cut open and powered on using an external power supply, an error code was displayed on the cp, indicating the battery had been depleted. And had reached end of service (eos). The battery voltage measured below eos level. A longevity calculation could not be performed, since the patient settings were not available, due to the battery reaching eos.